Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that echo procedures were finalized in iscv; however, hl7 messages were not transmitted to epic, and the corresponding images were not available. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.